Manufacturer narrative:
Complaint trending report review determined that there is are no trends for the product for the complaint issue. A search for complaints was not performed as the reagent lot was unknown. Return testing was not completed as returns were not available. Historical performance in the field of the architect anti-hbs assay using world wide data through abbottlink was evaluated. No elevation in median patient result for nonreactive specimens above established baselines was observed for any on-market lots. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Variations in results could be observed as the antibody produced by the immune system is not a homogenous species. The immune response to hbv infection and vaccination results in a variety of antibodies to different hbsag epitopes with different affinities (e.g anti- a, anti -y, anti -d, anti - pres1 and anti pres2 )and avidities within and between individuals. Based on the investigation no product deficiency was identified for the architect anti-hbs assay, list number 07c18-29.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false reactive architect anti-hbs result on one patient. The results provided were: 18 miu/ml (greater than equal to 10 miu/ml=protective)/ historically the patient has been nonreactive. There is no reported impact to patient management.